Event description:
On 5/24/95 pt came in for chemotherapy. Unable to get blood return from port even after repositioning & urokinase instilled. Pt complained of discomfort at vad site. Noted serous fluid leaking around needle insertion site. Chest x-ray showed that part of the catheter had broken off & lodged in heart. Pt had catheter & fragment removed by radiologist.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 2.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: inserviced by manufacturer/distributor representative. The device was destroyed/disposed of.